Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient felt overstimulation and undesired sensation down the legs with the spinal cord stimulator (scs) device. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted ipg was not returned as it was disposed by the medical facility.